Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® eclipse¿ blood collection needle there was missing label information. This event affected 15 devices. The following information was provided by the initial reporter: "before customer use, they inspected the product and failed to locate the batch number on the product. Over 15 products were without batch/expiry dates printed on the side."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for illegible lot number and expiration date was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for illegible lot number and expiration date with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode illegible lot number and expiration date. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before using the bd vacutainer® eclipse¿ blood collection needle there was missing label information. This event affected 15 devices. The following information was provided by the initial reporter: "before customer use, they inspected the product and failed to locate the batch number on the product. Over 15 products were without batch/expiry dates printed on the side."